Event description:
During an online search of the patient's name it was discovered that the vns patient had passed away. The patient had been lost to follow-up; therefore, the physician has no information regarding the patient's death. No additional relevant information has been received to date.